Manufacturer narrative:
No death or serious injury was reported by the customer. No erroneous results were reported by the customer. Based upon the available information no definitive root cause could be determined. Multiple parts pertaining to the fluidic handling system were replaced, and have resolved the reported incident with respect to functional performance. In this case, the "unexpected volume" error displayed by the instrument prevented any erroneous results from being reported as a result of the droplet issue. If droplets on the gel cards were to go unnoticed and no error for unexpected volume was reported, there is a potential for carryover, and subsequent erroneous results depending on when in the process the droplets occurred. Carryover leading to erroneous results could possibly cause incompatible blood to be transfused. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.

Event description:
Customer stated while preparing type and screen tests on the ortho provue analyzer, the instrument displayed an error of " unexpected volume." The customer then noticed droplets of plasma on top of the foil seal of mts anti-igg and mts monoclonal a/b/d and reverse gel cards. This could potentially cause carryover depending on where in the testing the drips occurred. No death or serious injury occurred. No erroneous results were reported.